Manufacturer narrative:
This report is for an unknown synapse construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Occupation: reporter is a synthes employee. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing posterior stabilization of the cervical spine and upper thoracic spine. All patients were identified in the (B)(6) spine registry as having received treatment with the synapse device between may 1, 2012 and october 14, 2020. Complication: 1 patient had infection early postoperatively (<6-weeks). This report is for an unknown synthes synapse system. This is report 1 of 1 for (B)(4).